Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was heart failure. The patient died at home and was not hospitalized prior to death. It was not reported if an autopsy was performed. It was reported that therapy was ongoing until the time of death. No additional information is available.